Event description:
It was reported to nellcor puritan bennett on 10/26/05 by a biomedical engineer that following the speaker upgrade the unit provided no audio. There was no pt harm.

Manufacturer narrative:
The unit has been requested back for evaluation but has not been returned.